Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a doctor and a diabetes educator called to know if the customer's insulin pump. The patient's blood glucose level was unknown. The caller wanted to know if the insulin pump is delivering the accurate amount of insulin displayed on the screen. The caller was offered to troubleshoot the insulin pump but the caller stated that they will call back to trouble shoot when they got back to the hospital. No further information was provided.